Event description:
An interrogation was being attempted with an ics 3000. When the wand was placed over the device, a software upgrade was automatically initiated. During the upgrade, an error occurred which placed the device in security mode. Several attempts were made to reset the device without success. On the third attempt to reset their device, the status changed eri while remaining in the back up mode. The technician was then advised that the device needed to be replaced.